Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had norepinephrine during therapy (programmed amount and delivery rate unknown) running and "shut off" without warning and despite being plugged in. The event occurred during infusion in the intensive care unit (ICU). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.